Event description:
During service, the baxter repair reported a fail code 570 during service. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.